Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that the patient¿s pain stimulation device was dead. The patient stated that her doctor was planning to implant a new pain stimulation device soon. No patient symptoms were reported. No further complications were reported/anticipated.